Manufacturer narrative:
Conclusion: vasospasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for a (B)(4). The info available is limited to the procedural reports provided by the hosp.

Event description:
A (B)(6) year old female presented to an outside hosp on (B)(6) 2010 with symptoms consistent with a stroke. There, the pt was given an "unk" amount of IV tpa and was transferred to (B)(6) for further treatment. Once the pt arrived at (B)(6), a neurological exam was conducted, yielding an nihss score of 24. Through imaging, the team identified a clot in the left m1 segment of the mca. The treating physician proceeded to use penumbra reperfusion catheter 054 over a penumbra system reperfusion catheter 032 and a fathom wire. Aspiration began at 14:45 and continued for 5 minutes. A f/u arteriogram demonstrated patency of the left m1 segment and posterior division of the mca. The 054 catheter was then removed and the penumbra system 032 was used to catheterize the anterior division of the mca. The team was able to restore one branch, but could not revascularize the frontal branch. There was spasm in the arteries, and the treating physician became concerned that further manipulation would result in increased spasm and further damage to the vessels. After aspiration was attempted for approx 40 minutes, the procedure came to an end. This MDR is associated with MDR 3005168196-2011-00131.